Manufacturer narrative:
Concomitant products: 5076-52 lead, implanted (B)(6) 2008.

Event description:
It was reported that the patient came to the emergency room experiencing syncope. The right ventricular (rv) lead was noted to have loss of capture and a gradual impedance increase with corresponding threshold increase. The thresholds were noted to be high. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.